Event description:
The customer reported that at 5:53 am her blood glucose was 126 mg/dl. At 6:55 am her she had breakfast and took a 3 unit bolus for 30 grams of carbohydrate. At 12:25 pm her bg measured "high" (>500 mg/dl) and she was having 60 grams of carbohydrate; she bolused 14 units for correction and the meal. At 1:49 pm she deactivated the pod and when it removed the cannula was bent. She checked her bg with a cgm and 2 bg meters and they all registered "high". At 3:47 pm her bg was 500 mg/dl, but started to go down after she corrected with manual injections and activated a new pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones' this indicates severe hyperglycemia (high blood glucose)," if you get a 'high check for ketones' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe."